Event description:
It was reported that this pacemaker had a history of farfield signal oversensing and programming adjustments were made in november 2021. Additional information received reported variable atrial threshold measurements and continued farfield signal oversensing. Atrial outputs were on trend at 2.1v @0.4ms. There was also some right atrial (ra) lead noise with oversensing noted. Technical services (ts) reviewed programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had a history of farfield signal oversensing and programming adjustments were made in (B)(6) 2021. Additional information received reported variable atrial threshold measurements and continued farfield signal oversensing. Atrial outputs were on trend at 2.1v @0.4ms. There was also some right atrial (ra) lead noise with oversensing noted. Technical services (ts) reviewed programming considerations. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system, implanted with a non boston scientific right atrial (ra) lead, continued to exhibited oversensing of the larger farfield signals. The smaller p-waves were visible but not sensed due to amplitude. Cross-chamber blanking was maxed out at 85 milliseconds (msec), and was unable to address farfield signals detected prior to the r-wave. Right atrial auto-threshold (raat) test was high at times, but this may have been attributed to the oversensing interfering with detection. Technical services (ts) discussed next steps, including possible lead revision. It was noted that the ra lead was over 20 years old. This pacemaker system remains in service. No adverse patient effects were reported.